Manufacturer narrative:
(B)(4). The device was not returned to baxter so an evaluation could not be performed. If the device is returned to baxter an evaluation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a pump constantly alarms for air in line. It was also reported there was no pt injury.